Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer connected the pump to a power source to charge using a non-tandem issued cable. Subsequently, the customer noticed a burning smell and hissing noise coming from the pump. The customer disconnected the pump from the power source and reported not seeing any visible burn marks or damage. The customer was able to charge the pump with a different usb cable and wall adapter without issue. In addition, the customer stated the while attempting to load a cartridge the pump displayed a message stating "the cartridge was filled to its maximum." Reportedly, the customer filled the cartridge with 300 units. Multiple follow up attempts were made to verify the alarm in pump history. However, no additional information was provided. There was no reported impact to the customer's blood glucose level.